Event description:
It was reported that a blood leak occurred during the use of a clearlink blood set. The reported stated that the leak was observed at the luer lock connection at the distal end of the line. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.